Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's wife reported via phone call delivery anomaly on the insulin pump. Customer's blood glucose level was as low as 42 mg/dl. Troubleshooting for the delivery anomaly was performed. Customer's wife advised they believe the insulin pump was over delivering insulin. Customer was advised to follow up with their healthcare provider and diabetes trainer on further insulin pump education. Customer was no longer concerned about the device over delivering after troubleshooting was complete.